Event description:
Information was received indicating that a pump with a cadd administration set attached was completely disconnected at the white plastic section connecting the microclave. It was reported the plastic tubing was disconnected from the end user. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: d5: unknown h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection was performed. The product was received with the valve loose from the tubing; marks of enough solvent were visible on the tube. A ring of the residue on the edge of the valve is present. The reported problem was confirmed. The root cause is unknown. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. A device history record (DHR) review could not be conducted as a lot number was not provided.